Manufacturer narrative:
Occupation: occupation is lay user/patient. Device evaluated by MFR: the customer has no remaining strips to return.

Event description:
The initial reporter initially complained of occasional error messages with coaguchek xs meter serial number (B)(4). The customer then complained of an erroneous low inr result on the meter compared to the clinic's coaguchek meter. The date of event is an approximation. The customer could not provide the actual date of event. The customer had a result of 1.7 inr on the meter. The customer tested on the clinic's coaguchek meter within 2 hours with a result of 2.5 inr. The result of 2.5 inr was believed to be correct and the doctor made no changes to the customer's coumadin dose. The customer's therapeutic range is 2. 0 - 3.0 inr. No adverse event occurred. The customer is feeling good. The customer had no changes in diet, coumadin dose, health or other medications prior to the event. The customer has no concerns with lupus or antiphospholipid antibodies. The customer has no concerns with hematocrit levels and is not taking any other blood thinners. The meter has not been cleaned; the customer stated the heater plate was clean. The meter and test strips were requested for investigation, however, the test strips have been used up and will not be returned. The meter was returned; the test strips were not returned. Master lot test strips were measured with the returned meter with liquid qc of a high level: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.8 - 4.4 inr). All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.